Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port balloon popped while it was inside the pt's leg. A replacement device was used to complete the procedure. The hosp reported that the surgeon could not tell if he had gotten all the broken balloon pieces out. No add'l incision was made. No add'l medical or surgical intervention was required for retrieval. The caller reported that the pt status was not known. Since pt status is unk, this report will be filed as a serious injury.

Manufacturer narrative:
Investigation results: a visual inspection verified that the silicone outer coating was torn on the short port body. When the torn outer silicone coating was reassembled, it appeared to form a complete assembly; therefore, no pieces were missing. The complaint is confirmed for balloon popped. A lhr review was completed for the prod. There was no nonconformance which could have attributed to this failure mode.